Event description:
Procedure type: fistula. According to the reporter: the clip applier was placed around vessel. The clip did not form and vessel was cut. Unanticipated blood loss occurred due to vessel being cut. The blood loss was not more than 250cc. A second clip applier was opened and used.

Manufacturer narrative:
(B)(4).